Event description:
Reportedly the tip of the xience v was noted to be separated out of box. The device was not used in the patient. No additional event information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted contrast visible in the inflation lumen, consistent with preparation. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The tip was separated at the distal end of the distal end of the clear gap and was not returned, confirming the reported separation. There was a small portion of tip still present at the separation. The material at the separation was stretched and jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The inner diameter at the separation was measured and met manufacturing criteria. Tip detachment can be affected by numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. It is possible the tip was inadvertently handled during removal from the packaging or during preparation for use. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no similar incidents reported for tip detachments. There is no indication of a product quality deficiency. A conclusive cause for the reported complaint could not be determined. To ensure this is not the result of product deficiency, all products are visually inspected for damage at numerous points in the manufacturing process. Additionally, during lot release testing, a sampling of units is destructively tested for tip tensile force.